Event description:
Customer reported that pump did not respond to button when attempting to turn it on, indicating potential difficulties in usage. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up for further actions or support.